Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I lost my ovary and piece of my fallopian tube") and oophorectomy ("I lost my ovary and piece of my fallopian tube") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. The reporter commented: she had them (essure) for 4 years. Concerning the injuries reported in this case, the following ones were described via social media: medical device removal and oophorectomy. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I lost my ovary and piece of my fallopian tube") and oophorectomy ("I lost my ovary and piece of my fallopian tube") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. The reporter commented: she had them (essure) for 4 years concerning the injuries reported in this case, the following ones were described via social media: medical device removal and oophorectomy . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.